Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by a field service agent (fsa) that the display head screen was broken. The fsa found display head was cracked. As a result, the fsa replaced the display head and performed functional check out, which the unit checked "ok." There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "display head screen broken" is confirmed. Upon receipt of the returned iabp display head, the screen was noted cracked. The root cause of the cracked display head screen is undetermined. A potential cause of the cracked display head screen is customer handling. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by a field service agent (fsa) that the display head screen was broken. The fsa found display head was cracked. As a result, the fsa replaced the display head and performed functional check out, which the unit checked "ok." There was no report of patient complications, serious injury or death.